Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as skin that had rubbed off with bleeding. There is no indication of medical intervention. There is no alleged device malfunction. The patient ended use of the lifevest.